Event description:
Resident was in process of a chair to bed transfer via mechanical lift when the spreader bar separated from stationary portion of mechanical left. When this malfunction occurred resident fell to floor. Resident was immediately seen by physician with no complaints of pain; within 1 hour resident was sent to hosp for evaluation. She was admitted with fracture of right pubic ramus.